Event description:
Device broke during use.

Manufacturer narrative:
The facility discarded the device; therefore, an eval will not be performed. Furthermore, not listed will be the device lot number and date of manufacture.